Event description:
--

Event description:
Boston scientific received information that a low voltage alert was detected on this implantable cardioverter defibrillator (ICD). Disk analysis confirmed that the device was malfunctioning and should be replaced. There was a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. A replacement procedure was scheduled at a later date. It was later reported that the patient did not want their device replaced and was currently seeking a second opinion on whether a device replacement was required. As such, the device remains in service at this time. The hospital technician was aware of the estimated time frame for the device to be able to maintain normal therapy and was going to update the field representative as needed. No adverse patient effects were reported.

Manufacturer narrative:
The schedule for the device replacement remains unknown at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
It was subsequently discovered that the device has already been explanted with no additional adverse patient effects reported. This ICD is no longer in service.